Event description:
Emergency medical tech attempted to utilize the device to deliver defibrillator therapy to a pt, condition not reported. Reportedly, the device repeatedly displayed connect electrodes. The crew changed electrodes in an unsuccessful attempt to correct the discrepancy. No add'l event info was provided.